Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09432, 09433. It was reported the pt's one of four quattrode percutaneous lead have invalid impedance values. Surgical intervention is pending to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.